Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer requested a bolus of 10 units; however, the insulin gauge decreased by 5 units. Review of pump history by tandem technical support showed that the full bolus request had been delivered. The customer's blood glucose level was 140 mg/dl. As the customer had changed the cartridge since the reported event, troubleshooting was unable to be performed.